Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adjacent segment stenosis l5-s1and underwent fusion surgery. During surgery, when inserting the bone screw, the tip of the driver that interfaces with the screw sheared off inside the pedicle screw. The broken tip was retrieved successfully. The product came in contact with the patient. No fragments of the broken part remains inside the patient. No patient complications were reported as the result of the event.